Event description:
It was reported the patient suffered a fall in (B)(6) 2014 and stimulation stopped working at that time. Reportedly, the patient has not recharged the scs system (B)(6) 2014. Furthermore, the ipg will no longer communicate with any external devices and an error message has been confirmed. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Results: the complaint for no communication was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identifed surgical intervention was undertaken, explanting and replacing the ipg.